Event description:
It was reported that the femoral arterial line was placed prior to surgery. Several hours later, the pt was noticed to be bleeding from the catheter which had separated at the hub. The surgeon retrieved the retained catheter via a bedside procedure. There were no reported pt complications.